Manufacturer narrative:
This product was explanted and is expected to be returned after it was sent to pathology. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequent information received that another low, out of range, shock lead impedance measurement was detected via patient remote monitoring system. Boston scientific technical services (ts) reviewed records and discussed observations with field representative and possible causes. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited noise that was seen in all electrograms (egm). The right atrial (ra) lead was known to be fractured. On the other hand, the right ventricular (rv) lead displayed low, out of range, shock impedance measurement however, the cause was not yet determined. This device was previously programmed to vvi 50 due to the atrial lead fracture. Reprogramming was done and device was set to vvi 40. The patient stated to have not been in any high electromagnetic interference (emi) area. A plan to do a defibrillation threshold (dft) test was made. The system remains in service. No adverse patient effects were reported.

Event description:
Additional information was received that a commanded shock was delivered to test the integrity of the system. The patient was induced into ventricular fibrillation and successfully cardioverted. Boston scientific technical services (ts) stated that based on this testing, the device was able to deliver the shock energy as of this time. Furthermore, all daily measurements since the out of range measurement were normal and stable. Ts advised it was up to the physician's discretion whether to monitor or revise the lead. It was also previously reported that the patient was not near any sources of emi. To clarify, they stated they were not near any sources of emi at the time of the low out of range impedance measurement. However, the patient confirmed they work in an area with high levels of emi. Also, the previously reported noise resulted in non-sustained ventricular tachycardia events being stored to device memory and observed in the egms reviewed. No additional adverse patient effects were reported. This product remains in service.

Event description:
Subsequent information received that this patient underwent a revision procedure where this product was explanted and replaced. No additional adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.